Event description:
Caller states the active meter produced results of 704 mg/dl and 709 mg/dl, however these results stored as 504 mg/dl and 509 mg/dl in the device memory. Customer was given her normal 5 units of humalog. The paramedics were called and obtained a high result (not provided) on their device. Customer was transported to the hospital and received unk treatment. Requested return of suspect device and replacement was sent.